Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll medical technical service dept for evaluation and the malfunction was duplicated. The el display was found to be the cause of the malfunction. The el display was replaced to resolved the malfunction. The device was recertified and returned to zoll stock. The customer received a replacement. Analysis of reports of this type has not identified an increase in trend.